Manufacturer narrative:
Insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor and vibrator assembly. Unable to perform the displacement test and self-test or verify unresponsive button due to frozen display. However, keypad flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beeped and alarmed low battery after the batteries were changed. The customer stated that the insulin pump was beeping every minute and vibrating with nothing on the screen and minutes was going forward. The customer added that the buttons were a little hard for them to push, even though they still work. The insulin pump was without battery for 24 hours. Troubleshooting for button error was performed. The customer stated that the insulin pump fell on the carpet floor but worked fine after that. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.